Event description:
The manufacturer received information alleging ventilator failed preventative maintenance (pm). The device has not been returned to the manufacturer yet. There was no harm or injury reported. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.